Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that a power-on-reset (por) was seen when the patient was trying to increase the stimulation. They also had a return of their target symptoms of urinary retention. The patient stated they had an x-ray back in the beginning of (B)(6) that could be related to the issue. The patient had an appointment on monday (B)(6) 2018 with their new healthcare professional (hcp). There were no further complications reported or anticipated.